Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2017-00001 under a different suspect device. The original report was for the architect (B)(6) ag/ab combo manufacturing site abbott (B)(4) MDR number 3002809144-2017-00001. This report is for architect i2000sr manufacturing site abbott (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The account generated a false nonreactive architect (B)(6) ag/ab combo result processed on the architect i2000sr analyzer. The patient was known to be (B)(6). The sample was processed again, using both primary and aliquot sample tubes, with reactive architect (B)(6) ag/ab combo results. A sample was also sent to another laboratory for (B)(6) confirmatory testing (unknown method) with reactive results. There was no impact to patient management reported.

Manufacturer narrative:
Sample ID provided. The system logs were collected, analyzed and concluded that no reaction had occurred with (B)(6); samples preceding sid 07608 also generated results of 0.0. Furthermore, read errors 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator; 1007 unable to process test, activated read failure; and 1008 unable to process test, final read failure, occurred prior to the generation of the nonreactive hiv result. The abbott service representative suggested that the trigger/pre-trigger solution may have been replaced by the customer while the analyzer was in running status. The issue was resolved by the customer performing as-needed maintenance procedure 2130 flush fluids several times; no parts were replaced. The architect analyzer was identified as the likely cause for the issue. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There has been no subsequent contact from the customer regarding discrepant results since any air or bubbles in the trigger/pre-trigger tubings were cleared. A product labeling review found the architect systems operations manual addresses operational precautions and limitations and procedure for replacing the trigger/pre-trigger solutions and error codes. The architect hiv ag/ab combo package insert adequately addresses acceptable samples, performance specifications, and interpretation of results. A review of the architect product monitoring review found no similar issues as described in this complaint; no trend associated with the architect i2000sr erratic result rate was identified. Taken together, use error may have contributed to the customer's issue as analysis of the system logs suggest that the trigger and/or pre-trigger solution(s) were possibly replaced while the analyzer was in a running status. No systemic issue or product deficiency of the architect i2000sr was identified.